Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure after an interventional procedure. Reportedly, the suture broke during vessel closure and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.